Event description:
It was reported by the plaintiff¿s attorney that the plaintiff experienced emotional distress and a problem with the product. Related to MFR report number: 2183959-2012-03348.

Manufacturer narrative:
Add'l info: catalog number: 72404062, serial number: (B)(4), expiration date: 04/27/2006, MFR date: 09/01/2005. Should add¿l info become available regarding this event it will be re-evaluated and a follow-up report will be sent as appropriate. (B)(4).